Event description:
Siemens medical solutions USA, inc. Was notified through the complaint process of a patient injury that occurred during a spect/CT acquisition. The spect portion of scan occurred without incident. Automated motion was initiated by the operator. During motion, the patient moved their hand into the patient bed path of motion. The patient's left hand and a finger on the left hand received lacerations that required stitches. There are no product defects or failures. There are no labeling defects. There were no injuries to any other person(s).